Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and retrieved the log files. No technical problem was noticed in the logs, but the technician noted the bubble detection and the pump stop. The technician mounted the test kit and generated a bubble, the flow stopped and the cardiohelp displayed the message "arterial bubbles detection" the enslavement was active on the arterial bubbles. The device worked within its specifications. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that during nursing care on patient the flow stopped and the cardiohelp detected air bubbles on the arterial side and stopped the pump. The caregivers switched to the emergency drive while the perfusionist arrived. The cardiohelp was switched out with another cardiohelp unit. Additional information: no negative consequences for the patient were reported. (B)(4).